Manufacturer narrative:
Mcdougall, c. M., khan, k., saqqur, m., jack, a., rempel, j., derksen, c., . . . Chow, m. (2017). Ultrasound for the evaluation of stenosis after flow diversion. Journal of neurointerventional surgery. Doi:10.1136/neurintsurg-2017-013049 the pipeline embolization devices (peds) will not be returned for evaluation as they remain implanted in the patients; product analysis cannot be performed. Based on the information provided in the articles, the patient deaths do not appear to be due to any defect of the devices during use. The events occurred in the patients post-procedures; the causes could not be conclusively determined from the provided information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after pipeline implantation. The purpose of this article was to evaluate the use of transcranial doppler ultrasound (tcd) for in-stent stenosis after flow diversion. The authors compared patients¿ angiographic and tcd results for correlation. The authors retrospectively reviewed 28 patients who underwent flow diversion with the pipeline embolization device (ped). Of the 28 patients, the 6-month follow-up angiogram was unavailable in three patients due to death: - the first patient underwent ped treatment of an unruptured posterior circulation aneurysm. Twenty days after treatment, the aneurysm ruptured and the patient later passed away. - the second patient temporarily stopped antiplatelet agents after ped placement in order to undergo a minor procedure. In the interim, the patient was bridged using heparin. The patient experienced a brainstem infarction secondary to thrombosis. The patient later passed away. - the third patient died from unrelated medical causes.